Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure in a patient with an unruptured carotido-ophthalmic aneurysm, the subject flow diverter stent dissociated from the pusher in the microcatheter. The prematurely deployed device was removed from the patient vasculature. The device was replaced and the procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed outside the returned microcatheter. The stent delivery wire (sdw) was returned inserted in the microcatheter, and was removed without any issue. The stent was found to be deformed at the distal end with frayed braid edges. During functional inspection, the stent was returned deployed outside the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information was requested but the customer has provided no response to date. Product analysis found the stent had been deployed outside the returned microcatheter. The stent was deformed at the distal end with the braid edges frayed. An assignable cause of procedural factors will be assigned to the reported ¿stent deployed prematurely during use¿ and as analyzed ¿stent deployed prematurely during use¿, and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an endovascular procedure in a patient with an unruptured carotido-ophthalmic aneurysm, the subject flow diverter stent dissociated from the pusher in the microcatheter. The prematurely deployed device was removed from the patient vasculature. The device was replaced and the procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information was requested but the customer has provided no response to date. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event of stent deployed prematurely during use.

Event description:
It was reported that during an endovascular procedure in a patient with an unruptured carotido-ophthalmic aneurysm, the subject flow diverter stent dissociated from the pusher in the microcatheter. The prematurely deployed device was removed from the patient vasculature. The device was replaced and the procedure was completed with no clinical consequences to the patient.